Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation in the left anterior descending (lad) coronary artery, but was not declining toward death. A 2.8x16mm rx graftmaster covered stent system was advanced but failed to cross through a previously implanted unspecified stent. There were no other device issues with the graftmaster and the failure to cross did not cause damage to the previously implanted stent. The perforation was successfully sealed via balloon tamponade. While it was reported that use of the graftmaster did not cause or contribute to any adverse patient sequelae, there was no delay, and there was no pericardial effusion, the patient expired during the procedure from cardiac arrest and reportedly due to being frail and elderly. In the opinion of the physician, use of the graftmaster did not cause or contribute to patient death. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: replace death with required intervention, replace death with serious injury, remove conclusion coding, remove patient coding (B)(4).